Manufacturer narrative:
(B)(4). Evaluation, results: (migration, endoleak). (Disease progression with aortic neck dilatation and 50 degree aortic neck angulation). Evaluation, conclusion: (disease progression with aortic neck dilatation and 50 degree aortic neck angulation).

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 54 months ago. Aneurysms and vessel morphology at the time of implant are unknown. The patient's current vessel morphology was reported as disease progression with aortic neck dilatation and 50 degree aortic neck angulation. The aortic neck is currently 24 mm in diameter at the renal arteries. It was reported that a recent CT demonstrated that the stent graft has migrated distally 20 mm - 25 mm resulting in a type 1 endoleak. It was reported that there may be stent separation. The physician elected to intervene by implanting two aneurx aortic cuffs, which successfully resolved the migration and endoleak. No additional clinical sequelae reported, and the patient is fine.